Manufacturer narrative:
According to the complaint description, the lot number and the sample are available. After receiving this complaint, we searched for other complaints and we didn't find any other complaint regarding the lot number 9498290. The product reference (B)(4) lot number 9498290 was made by an intermediate aa631480 lot number 9319820. This product is packaged by our hungarian site, who were informed about this issue. According to the information known, the quality database was checked and revealed no anomaly in relation to the described defect. The hungarian's investigation concluded: this is an accidental issue, during the production and packaging process, the hair can enter the packaging. Second, supplier related issue, the raw material may have arrived already polluted by hair. Third, human inattention, the operators have not detected the hair. Then the product has been packaged and shipped out to the market. All involved employees have been informed regarding this issue and will focus to filter out the hair infected pouches all the time at production in order to avoid reoccurrence claims in the future. Additionally, the supplier will be continually informed about the affected lots to improve their processes. In addition our supplier, who sends the intermediate product to our hungarian site, has re-sensitized production operators about "hair presence" in november 2024 and about a good manufacturing practice in may 2024.

Event description:
According to the available information a hair was found in the pouch of the device.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9498290.